Manufacturer narrative:
Investigation conclusion: the customer did not provide a lot number or return any products for investigation. Since the products associated with the complaint were not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. The manufacturer learned of the complaint from a demand letter received from a law firm. Therefore, we are unable to verify if the customer received the urgent medical device correction (umdc) letter regarding patient conditions. However, a press release was issued on july 11, 2016.

Event description:
It was reported, on or around (B)(6) 2012, the patient self tester was prescribed and purchased an inratio2 monitor and inratio test strips and began using the inratio system immediately. It is alleged the patient self tester experienced bleeding and unusual bruising. Patient's therapeutic range not provided. Inratio inr and comparative testing inr results not provided. No additional information provided.